Event description:
Boston scientific received information that during the implant procedure of this implantable cardioverter defibrillator (ICD) this patient developed a ventricular tachycardia (vt) while manipulating the right ventricular (rv) lead. Overdrive pacing was administered, but the vt continued and an external shock has to be administered to revive the patient. The implant procedure was then finished successfully.

Manufacturer narrative:
At this time the device and lead remain implanted. Should additional information become available, this event will be updated.